Event description:
(B)(4). The patient was enrolled in (B)(6) 2007. The target lesion was a type I located in the left carotid artery. The reference vessel diameter was 5 mm and lesion length was 10 mm with 90% stenosis measured by nascet. No thrombus, dissection or pseudo aneurysm, ulceration and 0 calcium present. The target vessel was non-tortuous. The filterwire ex cerebral protection was used during the procedure. A carotid monorail with a 7mm diameter by 40mm long was delivered and successfully placed at the intended site. Pta was performed using a maverick balloon dilatation catheter. Heart rhythm stimulant and atropine 1mg was administered during the procedure. Vasodilator and nitrolingual 0.5mg were used during the procedure. The procedure was a technical success. Residual stenosis was estimated at 0-29%. Post-procedure, the stent was found to be patent with a residual stenosis of 0%, no complication < 24hrs after the procedure. The stent was rated as successfully placed and a technical success. The patient was asymptomatic. One month follow up visit in (B)(6) 2007, the stent was patent and had 0% residual stenosis. The patient was asymptomatic. Six month follow up visit in (B)(6) 2008 the stent was reported to be patent with 80% residual stenosis. The patient was asymptomatic. Twelve month follow up visit in (B)(6) 2008 noted a re-pta in (B)(6) 2008. The stent was patent with 30% residual stenosis. The patient was asymptomatic and no other complications or adverse events were reported at any visits.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, as complaint is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product not returned for analysis.